Manufacturer narrative:
The customer did not return the defective device for evaluation, nor did they return the device log files for review. Technical support recommended performing an o2 gas path test in which the alarm was observed. The reported issue could not be confirmed due to lack of response from customer.

Event description:
Complainant alleged that the device displayed technical failure code 379 during calibration. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.